Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain- dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (sexual intercourse)"), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems; bladder infection"), fatigue ("other injuries/symptoms: fatigue") and alopecia ("other injuries/symptoms: hair loss") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, cystitis, fatigue, weight increased, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (sexual intercourse),pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received-case becomes incident. Event injury was removed. New events pain ¿ dysmenorrhea (cramping), dyspareunia (sexual intercourse),pelvic/abdominal, bleeding- menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder infection, other injuries/symptoms: fatigue, weight gain, hair loss and hormonal changes were added. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, overweight, vulval itching, vaginal odor, vaginal discharge, vaginitis bacterial and metrorrhagia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2017 and phentermine (adipex) from (B)(6) 2011 to (B)(6) 2011. In(B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (sexual intercourse)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), libido decreased ("low sex drive") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on 31-dec-2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, cystitis, fatigue, weight increased, alopecia, hormone level abnormal, libido decreased, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, libido decreased, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (sexual intercourse),pelvic pain and abdominal pain. Patient report after essure removal most, if not all symptoms decreased soon thereafter removal. Current weight 160 lbs. Discrepancy to be noted insertion date as (B)(6) 2015 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abnormal vaginal bleeding and nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received. New events were added: low sex drive, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), nickel allergy, apareunia (inability to have sexual intercourse) and vaginal pain. Onset date of the events were added: dysmenorrhea (cramping), dyspareunia (sexual intercourse), menorrhagia, bladder infection, fatigue, hair loss and weight gain. Severity of event pelvic pain was added. Reporter information, medical history, concomitant drug and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, overweight, vulval itching, vaginal odor, vaginal discharge, vaginitis bacterial and metrorrhagia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2017 and phentermine (adipex) from (B)(6) 2011 to (B)(6) 2011. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (sexual intercourse)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), libido decreased ("low sex drive") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, cystitis, fatigue, weight increased, alopecia, hormone level abnormal, libido decreased, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, libido decreased, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (sexual intercourse),pelvic pain and abdominal pain. Patient report after essure removal most, if not all symptoms decreased soon thereafter removal. Current weight 160 lbs. Discrepancy to be noted insertion date as (B)(6) 2015 and (B)(6) 2010. A single metallic coil is identified, left: 3, right: 3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abnormal vaginal bleeding and nickel allergy, pelvic pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received. Reporter information added. Event: salpingitis added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of salpingitis ('salpingitis') and pelvic pain ('pelvic/abdominal'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: dysmenorrhea, overweight, vulval itching, vaginal odor, vaginal discharge, vaginitis bacterial and metrorrhagia. Concomitant products included: amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2017 and phentermine (adipex) (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (sexual intercourse)"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), libido decreased ("low sex drive") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"). And female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, cystitis, fatigue, weight increased, alopecia, hormone level abnormal, libido decreased, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, libido decreased, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (sexual intercourse), pelvic pain and abdominal pain. Patient report, after essure removal most, if not all symptoms decreased soon thereafter removal. Current weight: 160 lbs. Discrepancy to be noted, insertion date as: (B)(6) 2015 and (B)(6) 2010. A single metallic coil is identified, left: 3, right: 3, trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: menorrhagia, abnormal vaginal bleeding and nickel allergy, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.